Event description:
As reported, the balloon of the 6/7f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the balloon of the 6/7f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. Additional information was requested but not provided. A non-sterile ¿mynxcontrol vcd 6f/7f(ce mark)¿ was returned inside of a clear, plastic bag for investigation. After unpacking, the unit was thoroughly inspected observing that both button 1 and button 2 were not depressed. The procedure sheath was not returned for analysis. The syringe was returned, but not connected to the device. The stopcock is set in the open position. The sealant remained in the manufacturing position fully cover by the sleeves. The atraumatic tip does not present any damages or anomalies. No other outstanding details were noticed. Inflation/deflation test was performed by injecting water into the returned device according to the IFU. The returned syringe full of water was connected to the luer hub to apply positive pressure to the device. The balloon was not inflated as expected due to an observed leaking condition. The balloon was inspected using a vision system to obtain a magnified image. A rupture was observed. The failure reported by customer as ¿balloon~balloon loss of pressure¿ was confirmed. The balloon presents a rupture. This condition does not allow it to maintain inflation pressure. Exact cause of the observed condition could not be conclusively determined during the analysis. Procedural factors and handling process may have contributed to the failure as reported. Access site vessel characteristics, such as the mild tortuosity reported, and/or concomitant device factors are likely since acute bends at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of the 6/7f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. Additional information was requested but not provided. The device will be returned for evaluation.